Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis with a damaged rear housing. During analysis, visual inspection found that the battery terminals had corrosion and would not allow the device to power up. Service will replace the rear housing. Testing could not be done on the downstream sensor or clock battery due to the battery contacts, however, the downstream sensor and clock battery will be replaced as a preventive measure. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited double beeping, service due and had a corrosion on battery contacts. No adverse effects were reported.